Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported failure (the front panel display disappeared, and an alarm generated) was reproduced. It was confirmed that the reported event was due to a faulty circuit (cr) board. However, the root cause could not be determined. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the front panel display disappeared and an alarm generated occasionally due to faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit had black screen, alarm sounded. The issue occurred during preparation for use. There were no reports of patient harm.